Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragment of the coil'), device dislocation ('fragment of the coil migrating'), pulmonary embolism ('two pulmonary embolisms') and autoimmune disorder ('autoimmune disease') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), pulmonary embolism (seriousness criterion medically significant) and autoimmune disorder (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device ("unplanned pregnancy"). At the time of the report, the device breakage, device dislocation, pulmonary embolism, autoimmune disorder and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered autoimmune disorder, device breakage, device dislocation, pregnancy with contraceptive device and pulmonary embolism to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: device ineffective, device breakage, device dislocation, autoimmune disorder, pregnancy with contraceptive device and pulmonary embolism. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragment of the coil'), device dislocation ('fragment of the coil migrating'), pulmonary embolism ('two pulmonary embolisms') and autoimmune disorder ('autoimmune disease') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), pulmonary embolism (seriousness criterion medically significant) and autoimmune disorder (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device ("unplanned pregnancy"). At the time of the report, the device breakage, device dislocation, pulmonary embolism, autoimmune disorder and pregnancy with contraceptive device outcome was unknown. The reporter considered autoimmune disorder, device breakage, device dislocation, pregnancy with contraceptive device and pulmonary embolism to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: device ineffective, device breakage, device dislocation, autoimmune disorder, pregnancy with contraceptive device and pulmonary embolism. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.